Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the rfu indicates a solid "x" and is unable to turn on. There was no reported patient involvement.

Manufacturer narrative:
This is a duplicate of emdr #1218950-2016-05729.